Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported broken at the reservoir connection. It is missing the plastic transparent o ring. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.